Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose blood glucose of 26 mmol/l. Customer also had blood glucose level of 15.9 mmol/l, 5.7 mmol/l and 22 to 26 mmol/l. The insulin pump will not be returned for analysis.